Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deflation issue had occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. During the procedure, the balloon was used to re-advance into the implanted stent for the second time at 20 atmospheres, but the balloon would not deflate. The physician attempted to burst the balloon but was unsuccessful. The balloon was then forcefully withdrawn from the patient. A new 3.00 x 20mm nc emerge balloon catheter was used to complete the procedure. No complications were reported and the patient fully recovered. It was further reported that the balloon catheter would not deflate but was not stuck in the vessel. The balloon was in an inflated state when pulled back into the guide catheter; both the balloon and the guide catheter were removed together successfully from the patient. The balloon was deflated upon withdrawal outside of the patient.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deflation issue had occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. During the procedure, the balloon was used to re-advance into the implanted stent for the second time at 20 atmospheres, but the balloon would not deflate. The physician attempted to burst the balloon but was unsuccessful. The balloon was then forcefully withdrawn from the patient. A new 3.00 x 20mm nc emerge balloon catheter was used to complete the procedure. No complications were reported and the patient fully recovered.